Manufacturer narrative:
The returned product was received and evaluated. No damage to the formed needle, soft cannula, reservoir, cannula assembly, nor or needle mechanism were found. The downloaded data shows no signs of a struggle or pulse width increase. However, further inspection identified the following: clutch spring was stuck under the latch spring. Although the data was appropriate, due to the clutch spring being attached to the ratchet gear rather than the tube nut, the plunger was unable to move and deliver insulin through the needle mechanism.

Event description:
A patient¿s blood glucose reached 352 mg/dl while wearing the pod between 4 and 24 hours on the leg. A report claiming adhesive, fill process, and cannula had no visual abnormalities, however, the product was received and investigation results identified a manufacturing error involving a bent component that plays a role in insulin delivery.